Event description:
2025-08-11: integrum has been informed that axor ii unit (B)(6) had fallen off from the abutment. No injury reported. The exact date is unknown. The unit has not been received at integrum. Technical investigation has not yet been performed.

Event description:
(B)(6) 2025: integrum has been informed that axor ii unit i7696 had fallen off from the abutment. No injury reported. The exact date is unknown. The unit has not been received at integrum. Technical investigation has not yet been performed. (B)(6) 2025: integrum has not received the axor unit i7696 even though it has been sent from the clinic a long time ago. The shipping company has been contacted but the device is not found, it has been concluded that the package has been lost during transport. No technical investigation can therefore be performed, and no conclusion regarding this reportable event can be drawn.